Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
On 16/jan/2026, fresenius received a product complaint form regarding this 40-year-old female patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a fx coral fx80 hf dialyzer for renal replacement therapy (rrt) reportedly experienced a probable dialyzer reaction during hd therapy on (B)(6) 2026. The patient was reportedly trialing a new type of dialyzer (fx coral fx80 hf dialyzer), however after approximately 10 minutes into treatment the patient complained of mild generalized itchiness (pruritus). The treatment was reportedly halted, and a new extracorporeal circuit was primed utilizing a nipro cellentia 17h dialyzer. Follow-up with the patient¿s hd registered nurse (hdrn) revealed immediately after (initial report stated 10 minutes) the initiation of treatment, the patient reported generalized pruritus. The patient¿s treatment was discontinued without returning the patient¿s extracorporeal blood. The patient¿s estimated blood loss (ebl) was 250 ml, and she was given benadryl 25mg (route not provided) for the pruritus. The patient¿s treatment was restarted and successfully completed on the same hd machine, utilizing a nipro cellentia 17h dialyzer. Per the hdrn, the fx coral fx80 hf dialyzer is not available for return to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Based on the information available, the fx coral fx80 hf dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defect or damage was reported, the serious adverse events did occur during hd therapy while utilizing the fx coral fx80 hf dialyzer. Furthermore, given the patient¿s symptoms were indicative of an allergic reaction and the patient¿s favorable responses to benadryl and an alternative dialyzer (nipro cellentia 17h dialyzer), the fx coral fx80 hf dialyzer cannot be excluded from having caused or contributed to serious adverse events.

Event description:
On 16/jan/2026, fresenius received a product complaint form regarding this 40-year-old female patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a fx coral fx80 hf dialyzer for renal replacement therapy (rrt) reportedly experienced a probable dialyzer reaction during hd therapy on (B)(6) 2026. The patient was reportedly trialing a new type of dialyzer (fx coral fx80 hf dialyzer), however after approximately 10 minutes into treatment the patient complained of mild generalized itchiness (pruritus). The treatment was reportedly halted, and a new extracorporeal circuit was primed utilizing a nipro cellentia 17h dialyzer. Follow-up with the patient¿s hd registered nurse (hdrn) revealed immediately after (initial report stated 10 minutes) the initiation of treatment, the patient reported generalized pruritus. The patient¿s treatment was discontinued without returning the patient¿s extracorporeal blood. The patient¿s estimated blood loss (ebl) was 250 ml, and she was given benadryl 25mg (route not provided) for the pruritus. The patient¿s treatment was restarted and successfully completed on the same hd machine, utilizing a nipro cellentia 17h dialyzer. Per the hdrn, the fx coral fx80 hf dialyzer is not available for return to the manufacturer for evaluation.